Manufacturer narrative:
Other, other text: device evaluated, both seals were intact. Visual inspection performed and found top case cracked/chipped by the front left and right bottom corners. Cracked battery door and visible contamination. The reported issue could not be duplicated. Audio test of speaker at level 1 the reading is 11, at level 2 the reading is 22, at level 3 the reading is 44, at level 4 the reading is 84 and at level 5 the reading is 140. The cause of the reported problem is unknown. No problem found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed power on self test alarms/multiple alarms. No patient injury reported.